Manufacturer narrative:
The lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:00am. The patient claimed she manages her diabetes with oral medications and diet/exercise. An hour after the alleged issue began, the patient claimed she administered her usual dose of metformin pills (500 mg, 1x daily). By 10:00am that morning, the patient claimed she was sweating profusely and was feeling a little bit of dizziness. It is not known if the patient received any medical treatment after the alleged issue began. The patient claimed no other blood glucose device was used at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient was a first time user of the subject meter, the meter was not misused, and the correct test strips were used. The alleged power issue was not resolved with training since the meter did not turn on with the test strip insertion per the owner's manual. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.